Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was "shocked by the pump." There was no reported adverse impact to the customers blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy and declined additional troubleshooting with tandem technical support.